Manufacturer narrative:
Information is unknown.

Event description:
Per complaint (B)(4), during the clinical procedure, implant primary stability could not be achieved at tooth position #4. The implant size was too small that it was not integrating. The treatment was scheduled or completed on a later date. There was no patient injury.